Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a new system implant and the following day the ra lead was explanted and replaced. No further information was provided.

Event description:
New information notes that the lead fell from the initial location. No electrical issue with the lead was observed. The physician decided to replace it instead of repositioning it. Patient was stable prior, during and after the procedure. Lead will not be returned for evaluation.